Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00369 to provide additional information. Although the device used for the procedure is not clear, we added information about possible device related to the patient injury.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00369. Olympus obtained the following information. The user facility reported that the incident was not related to the device of olympus. Olympus concluded that this phenomenon did not cause by the device of olympus.

Manufacturer narrative:
The subject device is not returned to olympus for evaluation, therefore olympus cannot evaluate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
After an unspecified endoscopy treatment with an unspecified device, the user facility found emboli in a patient's brain. The user facility dose not remember whether they used air or co2. There was no report of the patient injury other than above.